Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the power button on their device does not function. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.